Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were hearing an alert tone from their cardiac resynchronization therapy defibrillator (crt-d) for the past several days, two times per day, for an unknown reason. The patient wondered if the alert was for a low battery. The patient also reported that the crt-d was scheduled to be replaced in approximately one month. Additional information received indicated that the patient presented to clinic for evaluation. The patient reported experiencing fatigue multiple times lasting more than an hour that was worse with exertion and better with rest. The cardiac resynchronization therapy defibrillator (crt-d) was noted to be at elective replacement indicator (eri). Upon evaluation approximately one week later, it was observed the left ventricular (lv) lead exhibited an elevated pacing threshold, which resulted in the crt-d premature battery depletion. A lv lead revision procedure was scheduled for a later date. At the revision procedure the crt-d was explanted and replaced. The physician decided not to explant the lv lead due to an anatomical location was found with low output, and optimization of safety margin was performed. The lv lead remains in use. No further patient complications have been reported as a result of this event.